Event description:
The clinic reported that a laser vision correction patient presented with debris under left flap one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Debris was removed same day (flap lift and rinse) of discovery.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.